Event description:
It was reported that the patient had a cerebrospinal fluid leak and lost feeling in her legs after implant. The patient underwent "repair" on (B)(6) 2011 and stimulation was not turned on until (B)(6) 2012. The patient woke up eight days later and did not feel stimulation and knew it was time to charge her device. The patient was able to fully charge her neurostimulator and was "healed up."

Manufacturer narrative:
Recharger model 37751, serial # unknown.